Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. This 20x3.50 omega stent delivery system (sds) was selected; however, during unpacking the distal segment of the stent was opened. It was further reported that the medial segment of the stent (in the struts) was damaged. The procedure was completed with another of the same device. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the stent had moved on the balloon 4.5mm distally from the proximal markerband and there were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The tightly folded balloon indicated the device was subjected to no positive (inflation) pressure. There were multiple stent struts bunched up and bent. Magnified inspection presented no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. This 20x3.50 omega stent delivery system (sds) was selected; however, during unpacking the distal segment of the stent was opened. It was further reported that the medial segment of the stent (in the struts) was damaged. The procedure was completed with another of the same device. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.